Manufacturer narrative:
It was reported that the driver has fractured at the tip during the removal of the healing screw. One driver (hxlgr1.25 ¿ 1.25 hex tool, long gemloc) was returned for investigation. Visual/physical evaluation of the as returned product identified fractured around the tip. Functional testing could not be performed due to the nature of the device and event. DHR review for the lot (2022020305) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2022020305) and no similar event or complaint was found. The customer did not submit images for the reported event. Appropriate documentation was reviewed. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that the driver has fractured at the tip during the removal of the healing screw. The affected dental position is unknown. The doctor confirms in the per that the procedure was concluded with another driver.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Device expiration date unknown / not provided.

Event description:
The doctor reports that the driver has fractured at the tip during the removal of the healing screw. The affected dental position is unknown. The doctor confirms that the procedure was concluded with another driver.